Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 4154 repeatedly. It is unknown if the customer was referring to error code 41540, 41541, or 41542. However, all three error codes available to the cadd-solis pump are indicating a fault with the latch lock sensor. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error code 4154, keep recurring" was confirmed with event logs history. Not duplicated. The probable cause was fluid ingression. Replaced main board, latch/lock flex sensor, rear case insulator, power switch and harness. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.